Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was resetting. The cause of the monitor resetting was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test, the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.